Event description:
The iab was inserted into the pt on 3/12/97 at 2:50. On 3/15/98 at 8:00 pm, the iab leaked and the iab was removed. A seond iab was inserted into the pt. On 5/12/98, the following was reported to datascope: blood was noted in the drive line but no alarms sounded. There was no pt injury or complication as a result of the event on 3/15/98. The pt remained hospitalized. [Event complications]: none from the event-reported 3/16/98 and 5/12/98. [Pt's current status]: in hosp.-rpt'd 5/12/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. (This follow-up MDR was mailed to the FDA on 6/2/98).